Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed chronically occluded target lesion was located in a non bsc stent implanted in 1993, in the right common iliac artery. An unspecified j wire was placed in the lesion and a non bsc balloon was advanced for pre-dilation. Difficulty was noted while passing through the stenosis. While advancing the 7.0x60 express b-I ld stent delivery system (sds), the stent dislodged from the sds while in the external iliac artery. The physician pulled the j wire back, hooked the dislodged stent and utilized the wire to guide the stent through the stenosis. The express stent was positioned distal to the target lesion. An unspecified 0.018" guide wire was advanced and the j wire was removed. Another balloon was advanced to deploy the express stent. A non bsc stent was then implanted in the target lesion. There were no additional patient complications and the patient's status is fine.